Manufacturer narrative:
(B)(4). Date sent 5/5/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "failure in stapling"? Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure during anastomosis there was a failure in stapling requiring resected anastomosis with contour stapler and redoing a new anastomosis with circular stapler 29mm.

Manufacturer narrative:
(B)(4). Date sent 5/28/2025. Photo summary: this is an analysis of four photos submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device with the anvil extended and it shows two donuts and the washer appears to be properly cut. Based on the photos the event described cannon be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot 261d77, and no non-conformances were identified.